Manufacturer narrative:
(B)(4). Concomitant products: m2a 1 pc shell 38mmx48mm, pn 15-105048, ln 533770. Reported event was unable to be confirmed. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports:. 1825034-2015-00873.

Event description:
Legal counsel for patient reported that patient underwent total hip arthroplasty and was revised due to patient allegations of pain.